Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿signal loss¿ alarm issue was reported with the use of the adc device. A customer reported that while using the freestyle libre 2 app, a signal loss was encountered therefore, the sensor alarm failed to trigger. The customer felt sick and experienced a loss of consciousness and the ambulance was called. The customer was treated with an unspecified drip for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A ¿signal loss¿ alarm issue was reported with the use of the adc device. A customer reported that while using the freestyle libre 2 app, a signal loss was encountered therefore, the sensor alarm failed to trigger. The customer felt sick and experienced a loss of consciousness and the ambulance was called. The customer was treated with an unspecified drip for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Smartphone compatibility with the use of freestyle librelink and the alcatel device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Successfully received high/low glucose alarms on android/fsll using a known good libre 2 sensor. No issues were identified with librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.